Event description:
Patient reported left side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: an opening was observed assessed as surgical damage. A piece of missing shell was assessed as inconclusive. One opening was assessed as an unidentified tear. The shell thickness was within specification. As per the investigation procedure non penetrating nick and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported left side rupture. The device has been explanted and replaced.